Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of incident was 541 mg/dl. Last night his blood glucose was 475 mg/dl. The customer stated the blood glucose this morning was at 381 mg/dl, 210 mg/dl then went to 210 mg/dl. Customer walked for half hour before and his blood glucose went to 124 mg/dl then 261 mg/dl and 358 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with injections and insulin pump. The drive support cap appears normal. The customer noticed air bubbles in tubing. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.